Manufacturer narrative:
The user experienced severe hyperglycemia with ketones requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient IV treatment is consistent with acute metabolic decompensation requiring medical management. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts impacting insulin delivery. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data demonstrated repeated libre 3+ sensor errors, sensor unavailable alerts, high glucose alerts, pauses in insulin delivery, low insulin conditions, and intermittent cgm interruptions during the reported timeframe. The user also reported concerns regarding pump functionality and insulin delivery accuracy; however, engineering review did not identify evidence of incorrect dosing or malfunction associated with the ilet pump. Based on available information, interruption of therapy associated with cgm instability and user-initiated pauses may have contributed to the reported hyperglycemic event. The event remains cause not established with respect to device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 29-apr-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with ketones requiring hospitalization. The user was admitted on (B)(6) 2026, treated with IV therapy and insulin injections, and discharged on (B)(6) 2026. The user discontinued ilet therapy following hospitalization. No long-term health effects were reported.